Event description:
Head hi/low was not running. Head will not lower with CPR. No impact/injury reported.

Manufacturer narrative:
Technician found head hi/low was not running. Head will not lower with CPR. Repair not yet complete.